Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the user inserted the infinity drill bit into the navlock tracker violet and created a pilot hole, but it stopped rotating. Attached it to another navlock tracker, but it became stuck again. There was no surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that all 4 colors had slight scratches on the internal side which could not be captured in an image. All navlocks trackers were difficult to attach or remove, especially the grey one was hard and was most likely stuck as it cannot be removed.

Manufacturer narrative:
H3, h6: the tracker was returned for evaluation. Analysis found a mechanical failure. The returned tracker had galling inside the handle that would not allow the insertion of instruments. Otherwise, with markers attached and fully seated, the tracker displayed a good geometry error with normal tracking. Codes b01, c07 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.